Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. At what firing did the issue occur? What was the shape of the clip? Was the clip placed on the tissue and then fell off? How was the clip retrieved from the patient? Did the retrieval of the clip alter the procedure? If so please explain.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. At what firing did the issue occur? What was the shape of the clip? Was the clip placed on the tissue and then fell off? How was the clip retrieved from the patient? Did the retrieval of the clip alter the procedure? If so please explain.

Event description:
It was reported that during an unknown procedure, the clips don't form in a proper way and fall into the abdominal cavity. Hospital is discarding the affected device. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Event description:
It was reported that during an unknown procedure, the clips don't form in a proper way and fall into the abdominal cavity. Hospital is discarding the affected device. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.